Manufacturer narrative:
(B)(4). Catalog #: igtcfs-65-jp-jug-tulip. Similar to device under 510(k) k090140. (B)(4). Summary of investigational findings: visual inspection confirms that the sheath is penetrated and that several kinks has occured. There are no information regarding the patients anatomy, but as several kinks are noted all over the length of the sheath, the anatomy is suspected to be tortuous and thereby the approach to be difficult. Under normal conditions the introducer sheath is strong enough to accomplish the procedure. If excessive force is used to advance the sheath through tortuous anatomy though, the sheath may kink, and following the filter may perforate the sheath wall when advanced through the kinks. As the filter is not returned, it is not possible to determine, if any damages had occured to this. There is no evidence to suggest that this device was not manufactured according to specifications nor to suggest device failure. Cook medical will continue to monitor for similar events.

Event description:
Description of event according to initial reporter: after the component sheath was advanced into the target lesion by jugular approach, advancement of the filter was conducted. However, when advancing the filter through the sheath, leg of it perforated the sheath wall on the way. Another gunther was used instead without problems. Patient outcome: no adverse effects to the patient.